Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead exhibited t-wave oversensing and short v-v intervals which led to inappropriate shocks. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the lead exhibited t-wave oversensing and short v-v intervals which led to inappropriate shocks. It was later reported by the patient that his lead broke. The lead was cut, capped and replaced. No further patient complications were reported as a result of this event.